Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse found multiple autofill failures and iab catheter restrictions in the logs. The drive manifold sounded louder than normal and the drive pressure regulator was fluctuating after adjusting. The fse replaced the drive manifold, drive regulator, and the pressure transducer and vacuum transducer. Safety, calibration, and functionality checks were performed to factory specifications. The iabp was released to the customer and cleared for use. The following was performed by (B)(4). The failure analysis and testing department received the following parts associated with this complaint: drive manifold assy, drive regulator, 2 transducers. These parts were received with a reported unit failure message of autofill failure. Performed visual inspection of these parts received and all parts looks to be in good condition. Installed drive manifold assy, drive regulator and both transducers into the cardiosave test fixture sn: (B)(6) and tested together and separately to the factory specifications per the sop. Performed all functional tests and passed. Also, passed all manifold test. The fat dept. Did not observe autofill failure during tested all complaint parts. The failure analysis and testing department could not verify the failure message of autofill failure. All parts passed testing. Retaining all parts in the fat department sop.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (medical device ¿ problem code), h11. Corrected fields: h6 (investigation findings, investigation conclusion, component code).